Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a failed battery test due to a corroded battery tube. No low battery alert was noted. The insulin pump was received with minor scratches on the display and reservoir windows, a cracked case at the display window corners, and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump was continuously alarming with failed battery test. The customer's blood glucose was not known. The customer stated he was removing and replacing the same battery the alarm was occurring with. The customer's wife stated the insulin pump needed to be replaced as she could not afford for her husband to end up in the hospital again. Nothing further was reported.